Event description:
Customer reports a fiber leak on reuse number 33 at the onset of treatment noted by a blood leak alarm and confirmed with hemastix. The pt's blood was returned and treatment was continued with new disposables without incident. No pt injury or medical intervention reported.